Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. The reported issue was resolved.

Event description:
Follow up information received identified the patient decided to have the scs ipg replace as a result of the eri message. Surgical intervention was planned for a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller indicating the generator was approaching its end of service. The elective replacement indicator message displayed was premature. The device has the appropriate level of battery voltage to provide therapy. In addition, the patient's controller software was updated to display the correct battery life.